Event description:
The complainant in (B)(6) had a successful impella cp support in (B)(6) 2021. Later in (B)(6) 2022 the (B)(6) registry noted a cva. The cva occurred the day of explant and was ischemic in nature. The medical team's entry to the (B)(6) registry could not deny nor proove impella use contributed to the cva.

Manufacturer narrative:
The medical center discarded all impella product in 2021. No analysis to root cause is possible. Should more information be shared and root cause of the cva be determined, a final report will be filed. The failure mode will be monitored and trended.